Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal 500 mcg/ml; 159.96 mcg/day via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). Multiple motor stalls per the event logs: (B)(6) 2018 stall at 2200, recovery (B)(6) 2018 at 0447; (B)(6) 2018 at 2219 another motor stall with no recovery to date. An audible pump alarm was heard; 5 months to elective replacement indicator (eri). It was confirmed there were no electromagnetic interference (emi) or magnetic sources present. No symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that patient had withdrawal, specifics not known. Oral baclofen was provided to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2018. It was reported that the patient's pump was replaced on (B)(6) 2018. The cause of the motor stall was undetermined. The doctor did not request the pump to be analyzed and the pump would not be returned. The patient and his family denied any falls or injuries. It was noted the patient returned to the doctor's office on (B)(6) 2018 and the nurse tried to restart the pump and was unable to do so. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. The issue was considered resolved. No further complications were reported.